Event description:
The customer reported that when they attempted to transport a patient after a procedure, the unit shutdown as soon as it was unplugged. The patient was switched to another unit and therapy was continued. No patient injury was reported.